Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that a critical alarm was occurring due to a pump motor stall. Per the reporter, the pump motor stall occurred followed by a tube set message a couple days later. This was confirmed by telemetry. There was no magnetic interference. They were unable to restart infusion. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The pt was seen for a post operative visit 9 days after replacement; the pt was doing better. The pump was used to deliver prialt and bupivacaine.